Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial and right ventricular (rv) leads. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-23794.